Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by cts in resetting the pump and received instructions to contact support if the issue recurs. The customer acknowledged and understood the guidance provided.